Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the stylet puncturing the catheter is confirmed and was determined to be related to use of the product. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. The catheter was observed to be trimmed at the 55 cm depth marker. The stylet was observed to be poking through the catheter shaft at the distal end of the catheter. Several bends were observed along the stylet inside the catheter shaft. A tactile evaluation of the returned catheter revealed significant tensile weakness throughout the catheter shaft. The cause of failure for this device was determined to be improper handling/procedure of the device. The IFU for the groshong catheter and its components states, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to returned to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 1/21/26. Course of treatment not changed. New groshong PICC line was used on patient. No other action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, guidewire has pierced the groshong PICC catheter. No other information was provided.